Event description:
It was reported that during a surgical procedure at the user facility the device was not staying closed, resulting in the potential to expose a non-sterile battery to a surgical site. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The product was not returned for evaluation, so the reported event, locking latch will not stay closed, could not be confirmed in this case. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility the device was not staying closed, resulting in the potential to expose a non-sterile battery to a surgical site. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.